Event description:
When using iplan rt dose 4.1 for treatment planning, the user recognized that, when changing the margin parameter, the dose calculation was not correctly updated. Since the user recognized the incorrect dose calculation, this specific plan was not used for patient treatment and accordingly there was no misadministration of radiation dose to a patient.

Manufacturer narrative:
Since the incorrect dose calculation was obvious to the user, the user did not proceed and the plan was not used for patient irradiation. There was no misadministration of radiation dose to the patient. Brainlab conclusion: although there has been no patient injury nor any adverse event reported by any hospital regarding this specific issue, a risk to patient health could not be excluded. Brainlab investigation has shown that iplan rt dose version 4.0 and 4.1 might not correctly refresh the dose calculation after certain mlc shape modifications if specific conditions are met. The dose calculation is not refreshed in the physician's review and physicist's verification tasks or when generating the printout or exporting the plan. If the incorrect dose calculation is not recognized by the user, the actual delivered treatment dose might be different from the one shown in the treatment plan. Brainlab intends the following corrective actions (concluded on (B)(4) 2013): existing potentially affected customers receive a product notification information, brainlab will provide a software update with this issue solved to affected customers.